Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that 5.5x40 mm supera self expanding stent system (sess) would not advance on the guide wire and could not be removed. A new device was used to complete the procedure without issue. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.